Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the transmitter lost connection with the pump for over 15 minutes. A root cause could not be determined. Reportedly, the pump and transmitter were not in range of each other. Tandem technical support educated the customer on the potential interference. Customer regained connection.